Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat the mildly calcified, mildly tortuous, 75% stenosed proximal left anterior descending (lad) coronary artery. Pre-dilatation was first performed with a semi compliant balloon and then the 3.25x15 nc traveler balloon dilatation catheter (bdc) was advanced to the lesion and inflated but ruptured during the first inflation at 10 atmospheres (atm) for 10 seconds. Another nc balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.